Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer was playing basketball when the touch screen became damaged. Customer is unable to interact with the pump due to the pump touch screen becoming non-functional. Customer's blood glucose was approximately 320 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.